Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause remains unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a segment of a guidewire which was broken. What appeared to be a misaligned coiled was observed proximal to the break site. No details of the break site could be discerned in the returned photograph. The catheter was not observed in the returned photograph. There were no distinguishing features on the sample in the photograph which could aid in identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that 4-fr catheters indicated problems with the guidewire not progressing, becoming stuck in the catheter. Guided puncture performed but unable to insert the catheter. 11/13/2025: the returned device exhibited a damaged guidewire. It was reported this occurred with 4 devices. This report addresses all 4 devices.